Event description:
A non-interpore cross international spinal system construct was implanted into the pt. Pro osteon 200 bone graft substitute was also used in the surgery. X-rays showed that one of the three pro osteon 200 blocks and collapsed. When the surgeon opened up the pt, it was noticed that the screws from the spinal construct had "come out of the plate".